Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of embolism, occlusion, renal failure, stenosis, thrombosis and dissection are listed in the rx herculink elite peripheral stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of death, embolism, occlusion, renal failure, stenosis, thrombosis and dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments of unexpected medical intervention (additional therapy/non-surgical treatment) and surgical intervention appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of death as reported in the pmcf is captured under separate medwatch report. Literature attachment: article title "rpt2131863 pmcf report balloon expandable peripheral stent systems".

Event description:
It was reported through the post market clinical follow-up ( pmcf) report, that the herculink elite stent may be related to the adverse patient effects of renal complications, amputation / surgical intervention, occlusion, thrombosis, embolization, dissection, re-stenosis, revascularization and re-hospitalization. Details are listed in the attached article, titled post market clinical follow-up evaluation report balloon expandable peripheral stent systems. Please see the attached pmcf evaluation report for specific information.